Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a drop in blood pressure and st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The transseptal puncture was performed, then the farawave catheter was prepared and advanced into the left atrium (la). Ablation applications to the left superior pulmonary vein (lspv) were made with the device deployed to the basket shape. After the third ablation application a drop in blood pressure was noted per the non-invasive blood pressure (nibp) cuff. Intracardiac echocardiography (ice) was used to check for a pericardial effusion, but none was found. At this time an st segment elevation was observed on the inferior leads. Intravenous (IV) vasopressors were administered for blood pressure support, and an arterial line was placed in the right femoral artery to monitor arterial pressure. Within a few minutes the st segment elevation resolved, and the procedure was continued to completion without further incident. The patient fully recovered from the complications. The suspected cause was air introduced into the la via the sheath, but there was no visual confirmation of air in a device or in the patient.